Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and restricted posterior leaflet for a triclip procedure. During the procedure, imaging was challenging due to patient's anatomy. A triclip was successfully implanted at anterior-septal region. During deployment of the second triclip at the posterior-septal segment, leaflet grasping proved challenging due to tethering of the lateral leaflet, variability in leaflet heights, and the presence of a papillary muscle in the region. After multiple grasping attempts, the clip became entangled with the chordae tendineae, resulting in chordal rupture. The procedure was subsequently terminated with removal of triclip from anatomy. The tr was reduced to grade 4 post procedure. No clinically significant delay was noted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure or difficult removal from anatomy. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (tethering of the lateral leaflet, variability in leaflet heights, and the presence of a papillary muscle in the region). The reported difficult removal from anatomy appears to be related to procedural conditions (clip entangled after multiple grasping attempts). The reported poor imaging is related to challenging patient anatomy, per case details. The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.